Manufacturer narrative:
Reporter is j&j employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on january 3, 2020, the torque limiting handle was failed in calibration. It was found out during testing at service and repair. There was no patient involvement. This report is for one (1) torque limiting handle. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: visual inspection: the torque limiting handle/quick release-6mm hex coupling (p/n: 321.133, lot #: 6025755) was received. Upon visual inspection, no defects were identified with the returned device. Functional test: the functional test was performed on the returned device by (B)(4). The highest and low torque of the device was measured to be 8.17 nm and 7.71 nm. This is within the specified torque range of 7.0 nm - 8.4 nm. Hence, the device passed testing during the torque test. Document/specification review based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed torque limiting handle. Complaint confirmed? No, the device passed in the torque test. Investigation conclusion: the complaint condition was unconfirmed for the torque limiting handle/quick release-6mm hex coupling (p/n: 321.133, lot #: 6025755). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: part # 321.133, synthes lot # 6025755, supplier lot # 596689k08, release to warehouse date: 12 nov 2018, supplier: (B)(4), no ncr's were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.